Event description:
A surgeon reported that a patient experienced a severe bilateral "sands of sahara" (sos) syndrome after lasik surgery for mild myopia and astigmatism. The following treatment was administered postoperatively: lubricant eye drops (1 drop 3 or 4 times a day during 1 month) and dexamethasone eye drops (4 times a day during 15 days). The day after the surgical intervention, there was already a bilateral diffuse lamellar keratitis, so surgeon immediately increased the corticotherapy. Surgeon requested the patient to take one drop every 2 hours and I saw her again 5 days postoperative. Patient's status was aggravated on both eyes; grade ii sos syndrome on the right eye with visual acuity blocked around 7/10. Surgeon recommended to continue treatment with dexamethasone and added azithromycin dihydrate: 1 drop in the morning and the evening during 3 days. He saw her again 10 days postoperatively, her state was stable on the right eye. However, her visual acuity is still blocked around 7/10 on the right eye. Surgeon informed that the patient did not have any identified risk of inhalation, or bleeding. Antibioprophylaxis and operative field preparation were performed according to protocols in facility. This is one of two medical device reports being filed for this event. This report is for the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).